Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a white material was observed on the posterior side, looks like uneven texture and flat creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Also observed a variation on texture density (ut) of 2.5 mm but according with the qa199.01. Specification (no uneven texture area > 5 mm) based on the device analysis the final assessment is: observed a variation on texture density of 2.5mm, but according with the qa199.01 they are within specification. No issues found related with the manufacturing.

Event description:
Health professional reported "there¿s big white material that observed on the surface of the device and it wasn't used by the director doctor."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported "there¿s big white material that observed on the surface of the device and it wasn't used by the director doctor."